Manufacturer narrative:
Bayer service performed a system service check out of the medrad® intego pet infusion system (serial number (B)(4)) and confirmed that the needle guide and system are operating within specification. The sas disposable kit that was in use during the alleged event was discarded by the site and is not available for return. The customer admitted that this issue was caused by the user not removing the plastic needle cover prior to inserting a new vial. The customer has reviewed and streamlined their protocols and has added additional safety precautions to their practices. The site continues to use the medrad® intego pet infusion system after the reported event with no further issues reported. The medrad® intego pet infusion system vial shields are designed to accommodate specific vial types and geometries. The disengaged plastic protection guide that was in the bottom of the vial shield cavity caused an alteration to the vial shield fit. When the vial is not properly positioned within the vial shield (e.g., an object inside the vial shield may misalign the source vial or cause it to be in a geometry which interferes with the needle insertion and may result in damage or breakage of the source vial). In addition, vials which do not meet the specifications of the vial shield may not align with the top of the vial inside the vial shield and the needles may pierce the aluminum cap on the vial and /or strike the bottom of the vial potentially resulting in breakage or damage of the source vial.

Event description:
The customer reported that the plastic protection guide for the source administration set (sas) needles had disengaged and fell into the cavity where the glass vial is placed without anyone noticing. Unknowingly, the pharmacy placed a new vial into the shield on top of the disengaged plastic protection guide and delivered it to the customer. When the new vial was punctured with a new sas kit, the needles punctured and broke the vial. No injury or adverse event was reported.